Manufacturer narrative:
Initial and final MDR 1877248- MDR 3003442380-2024-05663- device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that four infusion set was bent after 3 hours of insertion. Infusion set was placed in stomach. High blood glucose level was 280 mg/dl. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.